Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 350 mg/dl). Customer changed pump supplies and delivered boluses via the pump to address bg. Customer alleged pump was not delivering basal insulin properly. Pump system check was performed with tandem technical support and pump was found to be functioning properly. However, customer maintained there was an issue with the basal delivery. Although multiple attempts were made by tandem clinical diabetes specialist to assist the customer, no reply was received.